Event description:
Medtronic (covidien) received report that a patient experienced stroke, change in vision, and retinal rupture after pipeline flex implantation. Post-implantation, the patient experienced two small strokes that affected the right occipital and parietal lobes. In addition, the patient temporarily lost peripheral vision. A slight bleeding was discovered in the back of the patient's eye that led to a retinal rupture; it has not been determined why the bleeding occurred. The patient's symptoms have since stabilized. The device was implanted in (B)(6) 2015. Actual implantation date, procedural, and device information were not provided.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown.(B)(4).